Manufacturer narrative:
Insulin pump received with button error alarm and no esc and act button response due to corroded keypad traces. Pump received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window corner and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.